Event description:
It was reported that during the procedure in the right renal artery, the 8 x 18 mm omnilink stent system was advanced into the patient anatomy; however, the omnilink was unable to be inserted into the 7f veripath guide catheter. A 7 x 18 mm herculink stent system was advanced into the patient anatomy and was deployed at the target lesion. The stent was fully expanded; however, due to the vessel size of 9 mm, the stent was not fully apposed to the vessel wall and required post-dilatation. An attempt was then made to advance a 9 x 20 mm foxcross dilatation catheter through the veripath guide catheter, but the dilatation catheter could not be inserted into the guide catheter. A 7 mm viatrac dilatation catheter was then advanced through the guide catheter and post-dilatation was performed. The stent was fully expanded and well apposed to the vessel wall. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors for the stent not fully apposing to the vessel wall include, but are not limited to, anatomical conditions, incomplete balloon inflation or incorrect product selection. Based on the reported information, the difficulty appears to be due to the stent size selected for the procedure (7 mm) was undersized for the vessel size (9 mm). As a result, the stent did not appose to the vessel wall and required post dilatation with a viatrac dilatation catheter. It should be noted that the rx herculink elite instructions for use (IFU) states: the inflated balloon diameter of the system used to deploy the stent should approximate the diameter of the bile duct. Oversizing of the stent can result in a ruptured bile duct. To ensure full expansion of the stent, the balloon should be inflated to a minimum of nominal pressure. Additionally, the IFU instructs: a larger dilatation catheter may be used to dilate the stent. Do not expand the 4.0 mm - 6.0 mm diameter stent beyond 7.0 mm. Do not expand the 6.5 mm - 7.0 mm diameter stent beyond 8.0 mm. The stent size chosen for the procedure appears to be smaller than the required size for the vessel diameter. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. The reported difficulties appear to be user related and there is no indication of a product quality deficiency. There is no indication of a product quality deficiency.